Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between october 2017 to july 2022. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: susumu hijioka, et al. Incidence and factors associated with stent dysfunction and pancreatitis after gastroduodenal stenting for malignant gastric outlet obstruction. Endosc int open 2024; 12: e367-e376. Doi 10.1055/a-2261-2833. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e0733 captures the reportable event of pneumonia.

Event description:
Boston scientific became aware of an event involving hanarostent naturfit duodenal stents and wallflex duodenal stents through the article titled, "incidence and factors associated with stent dysfunction and pancreatitis after gastroduodenal stenting for malignant gastric outlet obstruction", by susumu hijioka et. Al. Per the article, between october 2017 and july 2022 the following occurred with study patients: stent dysfunctions, including ingrowth, kinking, migration, food impaction, overgrowth, transection and insufficient expansion. These issues were addressed by employing the stent-in-stent technique, which involves placing an additional stent. Additionally, some patients experienced pancreatitis, jaundice and/or cholangitis, bleeding, pneumonia, perforation and small bowel obstruction. Please see the referenced article for full details and full listing of physicians and healthcare facilities.